Event description:
Status post l4-5 laminectomy, l4-s1 discectomy with bony fusion, instrumentation l4-s1 revision, pt returned to surgeon complaining of pain. An x-ray revealed two (2) 3 d heads for click x popped off the screws and rod at s1. Surgeon removed hardware and revised to alif. Surgeon noted the hardware popped from extreme forces, this is the pt's second revision. This is one (1) of three (3) reports for this event.

Manufacturer narrative:
Additional info has been requested. Synthes is unable to provide the date of MFR without a device lot number. No investigation has been performed, no conclusion could be drawn, as no product was returned and no lot number was provided.